Manufacturer narrative:
(B)(4). Load unknown to load reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR review was not performed as the lot number was not provided. Trending analysis by lot number was not performed as the lot number was not provided. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely the issue was with the concomitant sterrad 100s as the cycle did not cancel and the fse confirmed the unit was operating to specifications. There is insufficient information to determine an assignable cause. The product was not returned and the customer did not provide a lot number. If new information is received, the complaint will be re-assessed. No further action is required at this time. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
While onsite servicing the sterrad 100s sterilizer for another issue, an asp field service engineer (fse) discovered sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. There was no load involved in this issue. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59395; chemical indicator strips not changing color correctly.